Event description:
Did not have any physical negative effects to health [no adverse event] toothbrush handle shaft itself that holds the brush head is defective or broken...oral-b replacement brush head did come off of the toothbrush handle and into mouth [device breakage] brush head that were loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush handle shaft itself that held the oral-b toothbrush head was defective or broken. The oral-b replacement toothbrush head came off of the oral-b toothbrush handle and into their mouth. The oral-b toothbrush head was loose. No physical negative effects to their health were experienced. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
27-jan-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Did not have any physical negative effects to health [no adverse event]. Toothbrush handle shaft itself that holds the brush head is defective or broken...oral-b replacement brush head did come off of the toothbrush handle and into mouth [device breakage]. Brush head that were loose - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush handle shaft itself that held the oral-b toothbrush head was defective or broken. The oral-b replacement toothbrush head came off of the oral-b toothbrush handle and into their mouth. The oral-b toothbrush head was loose. No physical negative effects to their health were experienced. No injury was reported.